Event description:
It was reported that on 30may2026 the patient underwent cystectomy and bilateral ureteral skin stoma with a single-use sterile catheter, and on (B)(6) 2026 at (B)(6) the patient's urinary catheter dislodged on its own, and the nurse on duty inspected and found that the tip of the catheter was damaged in the filling bladder, and immediately reported it to the doctor on duty for replacement of the single-use sterile catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.